Event description:
During an open prostatectomy the ligasure tissue fusion open instrument would not open after closure and sealing. The surgeon attempted a second closure and seal with another tissue fusion open instrument with the same result. Both instruments sent to biomedical dept. For evaluation and analysis by manufacturer.